Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an unknown implant duration due to aortic stenosis. The tavr was successfully performed with a 23mm 9755rsl valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (component code, clinical code). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, underwent a valve-in-valve procedure after an approximately implant duration of 12 years, 2 months due to aortic stenosis. The patient presented with shortness of breath. The tavr was successfully performed with a 23mm 9755rsl valve. The patient was stable post-procedure and was discharged on pod #1.